Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely a failure of the monitor cable.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to repair/evaluate the suspect device onsite. The fse confirmed the reported problem and isolated the cause to a faulty cable.

Event description:
A user facility reported to olympus that no image was produced. There was no patient injury or harm, associated with the problem, reported to olympus.